Event description:
It was reported that after turning on ventilator the touchscreen was unresponsive and was stuck on the picture screen. There was no reported patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The coin battery was replaced and the two year preventive maintenance (pm) was done. The unit then passed all performed calibrations and "quick check."